Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A doctor of optometry reports a pt with decreased bcva following lasik surgery. At 6 months post-op, an enhancement was performed on the right eye on a different laser platform. Info pertaining to the initial surgery prior to the enhancement has been reported under manufacturer report #1061857-2007-00213. At 2.5 months post-enhancement, this pt experienced a 2 line decrease in bcva in the right eye. Ucva remained the same as pre-enhancement. The pt also reported double vision.